Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the front panel button of the subject device was intermediately not working. This occurred during inspection for use, before the patient was in the room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the front panel button of the subject device was intermediately not working due to a defective main board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.